Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the control body fluid damage, the ccd module with drive pcb fluid damage, the lcb (light carrying bundle) fluid damage, the light guide cable fluid damage, the lg connector fluid damage, the lcb (light carrying bundle) broken, the lg cable connector housing broken, the insertion flexible tube buckled, the root brace rubber (lg connector) cracked, the root brace rubber lg prong cracked, the segment corroded, the ccd drive pcb corroded, the lg connector corroded, the operation channel (primary) leak, the operation channel (primary) cut, the lg water supply tubes cut, the lg water jet supply tubes cut, the lg air supply tubes cut, the suction channel dirty, the remote control buttons disinfections damage, and the distal body worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).